Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: was intra-op or post-op care changed for the patient due to the jaw being retrieved? How was the procedure completed? Surgeon name? Is a replacement requested? Is the device available to be returned for analysis? Who do we send te shipper kit too? Is an analysis requested? Is the broken blade being returned for analysis? Please clarify if the blade tip broke?

Event description:
Received a user facility medwatch form, #(B)(4), advising that during a total laparoscopic hysterectomy with bilateral salpingectomy procedure; the tip/jaw of the device broke off during laparoscopy. The broken piece was retrieved from the patient's abdomen immediately and removed from the field. It is not known how the procedure was completed. There were no patient consequences reported.